Event description:
Couldn't walk [walking difficulty]. She couldn't bend knee [joint range of motion decreased] . Couldn't get around [movement disorder]. Knee was very swollen [knee swelling]. Excruciating pain/ pain behind knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt [knee pain] ([radiating pain]). Instructions say to remove effusion from the knee but the doctor didn't do that [product use issue]. Case narrative: initial information received on 30-aug-2019 regarding an unsolicited valid serious case from united states received from the patient. This case was linked to case (B)(4) (same patient). This case involves a (B)(6) female patient who had excruciating pain/ pain behind knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt (after 6 hours), couldn't walk, couldn't bend knee, couldn't get around, knee was very swollen, and instructions say to remove effusion from the knee but the doctor didn't do that, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that the patient had synvisc one injection i.e. First injection was 9 months ago with a good effect and that took that it took 2-4 weeks to provide pain relief, but it lasted 7-9 months. On (B)(6) 2019 at 12:00 noon, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 48 mg once via intra-articular route (with an unknown batch number) for unknown indication. Batch number was requested. It was reported that the instruction regarding the synvisc one administration say to remove effusion from the knee but the doctor didn't do that (product use issue). After the injection patient walked back to catch her bus, then up 3 flights of stairs to her apartment and was fine. On the same day at 6 pm, after about 6 hours she suddenly began having excruciating pain. She stated that burning to death and being shot 97 times would be a breeze after suffering the pain that she felt. On the same day, knee was very swollen and she couldn't bend it. She stated that the pain was behind her knee and going down into her calf (same day latency). She stated that she couldn't get around and had to drag herself to the bathroom. She did not treat it with anything because she didn't know what to do. On the same day patient couldn't walk and had to use a cane that she had previous (serious: disability). She states that this situation lasted for between 36 and 40 hours. It was reported that patient was able to get around better now. Action taken: not applicable for all events. Corrective treatment: cane for couldn't walk; none for rest of the events. Outcome: not applicable for instructions say to remove effusion from the knee but the doctor didn't do that; recovering for couldn't get around, recovered for other events. A product technical complaint was initiated and the results for the same were pending.

Event description:
Could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself/death would of been much easier [suicidal ideation] hands disabled [upper extremity dysfunction] entire knee was very swollen so badly that she couldn't bend it /unable to touch, bend knee [joint range of motion decreased] couldn't get around, had to drag herself to the bathroom/could not move/ didn't eat or drink because too afraid to get up to get anything/could not walk, stay on bed/trying to get to bathroom with knee&leg so screwed up was 99% beyond possibility [mobility decreased] couldn't walk/barely able to walk/could barely walk or crawl to bathroom [unable to walk] excruciating pain/ pain was behind knee and going down into calf/burning to death and shot 97 times would be a breeze after suffering pain she felt/tried to elevate knee, it was agonizing/hit like 70 billion lightning strikes/non-stop pain/ [injection site joint pain] ([pain upon movement], [radiating pain]) screamed [screaming] cried [crying] knee felt like it was 175 degrees on the inside/sudden onset pain from 99% bone on bone on r knee/knee was 3 times [unspecified disorder of knee joint] can hardly write [writing impaired] coughed and said my throat [coughing] so much fluid in knee/knee and behind the knee built up with more fluid going down 3-4 inches to back of calf [swelling of legs] knee was very swollen/knee was swelling/swelling so bad/ entire knee was very swollen so badly that she couldn't bend it [swelling of r knee] knee was stiff [stiff knees] so much fluid in knee/knee and behind the knee built up with more fluid going down 3-4 inches to back of calf [effusion (r) knee] instructions say to remove effusion from the knee but the doctor didn't do that [device use error] case narrative: this case was linked to (B)(4). Initial information received on 30-aug-2019 regarding an unsolicited valid serious case from united states received from the patient. This case involves a 68 years old female patient who had excruciating pain/ pain was behind her knee and going down into her calf/burning to death and shot 97 times would be a breeze after suffering the pain she felt/tried to elevate knee, it was agonizing/hit like 70 billion lightning strikes/ non-stop pain/ putting right leg knee down on to floor (which was agony) was so horrible and painful/ sudden onset pain from 99% bone on bone on right knee (after 6 hours), couldn't walk/barely able to walk/could barely walk or crawl to bathroom (latency: 1 day), knee felt like it was 175 degrees on the inside/sudden onset pain from 99% bone on bone on r knee/knee was 3 times (latency: unknown), entire knee was very swollen so badly that she couldn't bend it /unable to touch, bend knee, couldn't get around, had to drag herself to the bathroom /could not move/ didn't eat or drink because too afraid to get up to get anything/could not walk had to stay on bed/ trying to get to bathroom with knee and leg so screwed up was 99% beyond human possibility, knee was very swollen/knee was swelling/swelling so bad/ entire knee was very swollen so badly that she couldn't bend it (latency: 1 day), and instructions say to remove effusion from the knee but the doctor didn't do that, knee was stiff (latency: unknown), could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself/death would of been much easier, so much fluid in knee/knee and behind the knee built up with more fluid going down 3-4 inches to back of calf (latency: few days), and hands disabled and can hardly write, cried, screamed, coughed and said my throat, sudden onset pain from 99% bone on bone on r knee (latency: unknown) while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included nerve damage that had in left knee from a tumor in my spine and had a cane from previous nerve damage and surgery. No medical treatment(s), vaccination(s) and family history were provided. It was reported that the patient had synvisc one injection i.e. First injection was 9 months ago with a good effect and that took that it took 2-4 weeks to provide pain relief, but it lasted 7-9 months. Patient also received synvisc (3 doses for three weeks) in the past. On (B)(6) 2019 at 12:00 noon, the patient started taking hylan g-f 20, sodium hyaluronate injection in right knee at a dose of 48 mg once via intra-articular route (with an unknown batch number) for osteoarthritis. Batch number was requested. It was reported that the instruction regarding the synvisc one administration say to remove effusion (excess fluid) from the knee before injecting before injecting synvisc one but the doctor didn't do that (device use error) and her doctor never told about that to the patient. After the injection patient walked back to catch her bus, then up 3 flights of stairs to her apartment and was fine. After 6 hours of injection, it didn't have a bad effect on her as she walked 6-8 blocks down a steep hill and was ok. On the same day at 6 pm, after about 6 hours she suddenly began having excruciating pain (caused disability). She stated that burning to death and being shot 97 times would be a breeze after suffering the pain that she felt. About 6.5 hrs later after the injection, it hit like 70 billion lightning strikes or it was like bolt of lightning and her knee was 3 times it should be and fluid. Her knee was swelling up. On the same day, entire knee was very swollen so badly that she couldn't bend it (caused disability). She stated that the pain was behind her knee and going down into her calf (same day latency). It was reported that the first 48 hours was non-stop pain. She stated that she couldn't get around and had to drag herself to the bathroom (caused disability). She did not treat it with anything because she didn't know what to do. On the same day patient couldn't walk (caused disability) and had to use a cane that she had previous. She states that this situation lasted for between 36 and 40 hours. First 5-6 days, (24x7), patient said that death would had been much easier. On an unknown date in (B)(6) 2019, after unknown latency, the patient had a horrifying agonizing, every minute of every hour for 72 hours experience. It was so bad, that she could have jumped from her three-story building. If she had had a gun, she would have killed herself and had thoughts of killing herself (event assessed as medically significant). On an unknown date in (B)(6) 2019, after 1 week, patient recovered from event of wanting to die, wanting to kill herself. She could not move and could not walk had to stay on bed. It was so horrible, she could barely walk or crawl to bathroom, unable to touch and bend knee. Reportedly, trying to get to bathroom with knee and leg so screwed up was 99% beyond human possibility. When she was trying to get off bed to go to bathroom, just putting right leg knee down on to floor (which was agony) was so horrible and painful. Patient said that her doctor never talked about debilitating side effects of synvisc one. It was unrelenting agony every minute for 3 solid days and she could not walk, and walking was painful. She did not eat or drink because she was too afraid to get up to get anything. She tried to elevate her knee, but it was agonizing. As of unknown date in 2019, patient had so much fluid in knee, pain especially behind the knee and pain from back of knee down 3-4 inch which lasted weeks. Her knee and behind her knee built up with more fluid going down 3-4 inches to the back of calf. The knee of the patient became stiff. She cried and screamed. It was complete torture. Burning to death would have been a luxury. Her knee felt like it was 175 degrees on the inside (onset date and latency: unknown). On an unknown date, after unknown latency, patient had hands disabled (event assessed as serious with seriousness criteria: disability) and can hardly write, coughed and said her throat. Finally, 2 weeks later, patient had slow improvement. A month after getting the shot and she was 99.9% fine. Patient took almost a month to be able to walk properly without pain. After 1 month and the going forward, it was a lot better. As of (B)(6) 2019, patient still experienced sudden onset pain from 99% bone on bone on right knee from time to time. Patient reported that this shot was wonderful after a good month but just getting there was pure hell. As of (B)(6) 2019, her pain was subsiding slowly and patient knew that once this pain went away, she would have 5 or 6 months with no pain and great knees. Patient further reported that it had been 2 months and the feeling of wanting to die, kill herself, lasted for about 1 week. The patient reported that the pain was still horrifying, but the worst part had passed. Action taken: not applicable for all events. Corrective treatment: not reported for sudden onset pain from 99% bone on bone on r knee, so much fluid in knee/ behind her knee built up with more fluid going down 3-4 inches to the back of my calf, could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself/death would of been much easier, can hardly write, hands disabled, coughed and said her throat, so much fluid in knee/knee and behind the knee built up with more fluid going down 3-4 inches to back of calf, coughed and said her throat, couldn't get around, had to drag herself to the bathroom /could not move/ didn't eat or drink because too afraid to get up to get anything/could not walk had to stay on bed/ trying to get to bathroom with knee and leg so screwed up was 99% beyond human possibility, couldn't walk/barely able to walk/could barely walk or crawl to bathroom, knee felt like it was 175 degrees on the inside/sudden onset pain from 99% bone on bone on r knee/knee was 3 times, knee was stiff, cried, screamed; none for rest of the events outcome: recovering for excruciating pain/ pain was behind knee and going down into calf/burning to death and shot 97 times would be a breeze after suffering pain she felt/tried to elevate knee, it was agonizing/hit like 70 billion lightning strikes/non-stop pain, and couldn't get around, had to drag herself to the bathroom/could not move/ didn't eat or drink because too afraid to get up to get anything/could not walk, stay on bed/trying to get to bathroom with knee & leg so screwed up was 99% beyond possibility,; recovered / resolved for knee was very swollen/knee was swelling/swelling so bad/ entire knee was very swollen so badly that she couldn't bend it, entire knee was very swollen so badly that she couldn't bend it /unable to touch, bend knee, couldn't walk/barely able to walk/could barely walk or crawl to bathroom, could have jumped from my three-story building/if had a gun would have killed myself/thoughts of killing myself/death would of been much easier; as not applicable for instructions say to remove effusion from the knee but the doctor didn't do that; unknown for rest all events a product technical complaint was initiated for hylan g-f 20, sodium hyaluronate (synvisc one) (lot: unknown) on (B)(6) 2019 with global ptc number 60169. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was (B)(6) 2019. Additional information was received on 09-sep-2019. Global ptc number and ptc results were received, and text was amended accordingly. Additional information received on 25-sep-2019 from patient. Events of could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself, walking was painful, knee felt like it was 175 degrees, can hardly write, hands disabled, coughed and said her throat, knee and behind the knee built up with more fluid going down 3-4 inches to back of calf, knee was stiff, did not eat or drink because too afraid to get up to get anything added. Verbatim of events excruciating pain/ pain behind knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt/tried to elevate knee, it was agonizing, couldn't walk/walking was painful/barely able to walk, couldn't get around/could not move updated. Medical history of nerve damage that had in left knee from a tumor in my spine, tumor in spine, had a cane from previous nerve damage and surgery added. Clinical course updated and text amended accordingly. Additional information was received on 15-oct-2019 from patient. Indication added. Additional events of sudden onset pain from 99% bone on bone on r knee and so much fluid in knee/ behind her knee built up with more fluid going down 3-4 inches to the back of my calf added with details. Event verbatim of events could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself, didn't eat or drink because too afraid to get up to get anything, couldn't walk/barely able to walk, couldn't bend knee, knee was very swollen/knee was swelling, knee felt like it was 175 degrees on the inside updated. Clinical course updated and text amended accordingly. Additional information received on 24-oct-2019 from patient. Verbatim of event knee felt like it was 175 degrees on the inside/sudden onset pain from 99% bone on bone on r knee/knee was 3 times updated. Outcome of event could have jumped from my three-story building/if had a gun would have killed myself/thoughts of killing myself/death would of been much easier updated to recovered. Clinical course updated and text amended accordingly.

Event description:
Couldn't walk [walking difficulty] she couldn't bend knee [joint range of motion decreased] couldn't get around [movement disorder] knee was very swollen [knee swelling] excrutiating pain/ pain behing knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt [knee pain] ([radiating pain]) instructions say to remove effusion from the knee but the doctor didn't do that [product use issue] case narrative: this case was linked to (B)(4) (same patient). Initial information received on 30-aug-2019 regarding an unsolicited valid serious case from united states received from the patient. This case involves a 68 years old female patient who had excruciating pain/ pain behind knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt (after 6 hours), couldn't walk, couldn't bend knee, couldn't get around, knee was very swollen, and instructions say to remove effusion from the knee but the doctor didn't do that, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was reported that the patient had synvisc one injection i.e. First injection was 9 months ago with a good effect and that took that it took 2-4 weeks to provide pain relief, but it lasted 7-9 months. On (B)(6) 2019 at 12:00 noon, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 48 mg once via intra-articular route (with an unknown batch number) for unknown indication. Batch number was requested. It was reported that the instruction regarding the synvisc one administration say to remove effusion from the knee but the doctor didn't do that (product use issue). After the injection patient walked back to catch her bus, then up 3 flights of stairs to her apartment and was fine. On the same day at 6 pm, after about 6 hours she suddenly began having excruciating pain. She stated that burning to death and being shot 97 times would be a breeze after suffering the pain that she felt. On the same day, knee was very swollen and she couldn't bend it. She stated that the pain was behind her knee and going down into her calf (same day latency). She stated that she couldn't get around and had to drag herself to the bathroom. She did not treat it with anything because she didn't know what to do. On the same day patient couldn't walk and had to use a cane that she had previous (serious: disability). She states that this situation lasted for between 36 and 40 hours. It was reported that patient was able to get around better now. Action taken: not applicable for all events. Corrective treatment: cane for couldn't walk; none for rest of the events outcome: not applicable for instructions say to remove effusion from the knee but the doctor didn't do that; recovering for couldn't get around, recovered for other events a product technical complaint was initiated for hylan g-f 20, sodium hyaluronate (synvisc one) (lot: unknown) on (B)(6) 2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was (B)(6) 2019. Additional information was received on 09-sep-2019. Global ptc number and ptc results were received and text was amended accordingly.

Event description:
Could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself [suicidal ideation] , hands disabled [upper extremity dysfunction], couldn't bend knee [joint range of motion decreased] , didn¿t eat or drink because too afraid to get up to get anything [mobility decreased], screamed [screaming] , cried [crying], knee felt like it was 175 degrees on the inside [unspecified disorder of knee joint], can hardly write [writing impaired], coughed and said my throat [coughing] , walking was painful [pain upon movement], couldn't get around/could not move [movements reduced], knee and behind the knee built up with more fluid going down 3-4 inches to back of calf [swelling of legs] , couldn't walk/barely able to walk [unable to walk], knee was very swollen/knee was swelling [knee swelling], excruciating pain/ pain behing knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt/tried to elevat knee, it was agonizing/hit like 70 billion lightning strikes [injection site joint pain] ([radiating pain]), instructions say to remove effusion from the knee but the doctor didn't do that [product use issue], knee was stiff [stiff knees]. Case narrative: this case was linked to case (B)(4) (same patient). Initial information received on 30-aug-2019 regarding an unsolicited valid serious case from united states received from the patient. This case involves a 68 years old female patient who had excruciating pain/ pain behing knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt/tried to elevat knee, it was agonizing/hit like 70 billion lightning strikes (after 6 hours), couldn't walk /barely able to walk, walking was painful, knee felt like it was 175 degrees on the inside, couldn't bend knee couldn't get around/could not move, knee was very swollen/knee was swelling, and instructions say to remove effusion from the knee but the doctor didn't do that, after few days latency, couldn't walk/walking was painful/barely able to walk, could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself, did not eat or drink because too afraid to get up to get anything, knee and behind the knee built up with more fluid going down 3-4 inches to back of calf, and after unknown latency, hands disabled and can hardly write, cried, screamed, coughed and said my throat while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included nerve damage that had in left knee from a tumor in my spine, and had a cane from previous nerve damage and surgery. No medical treatment(s), vaccination(s) and family history were provided. It was reported that the patient had synvisc one injection i.e. First injection was 9 months ago with a good effect and that took that it took 2-4 weeks to provide pain relief, but it lasted 7-9 months. On (B)(6) 2019 at 12:00 noon, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 48 mg once via intra-articular route (with an unknown batch number) for unknown indication. Batch number was requested. It was reported that the instruction regarding the synvisc one administration say to remove effusion from the knee but the doctor didn't do that (product use issue). After the injection patient walked back to catch her bus, then up 3 flights of stairs to her apartment and was fine. After 6 hours of injection, it didn't have a bad effect on her as she walked 6-8 blocks down a steep hill and was ok. On the same day at 6 pm, after about 6 hours she suddenly began having excruciating pain. She stated that burning to death and being shot 97 times would be a breeze after suffering the pain that she felt. About 6.5 hrs later after the injection, it hit like 70 billion lightning strikes. Her knee was swelling up. On the same day, knee was very swollen and she couldn't bend it. She stated that the pain was behind her knee and going down into her calf (same day latency). It was reported that the first 48 hours was non-stop pain. She stated that she couldn't get around and had to drag herself to the bathroom. She did not treat it with anything because she didn't know what to do. On the same day patient couldn't walk and had to use a cane that she had previous. She states that this situation lasted for between 36 and 40 hours. It was reported that patient was able to get around better now. On an unknown date in (B)(6) 2019, after unknown latency, the patient had a horrifying agonizing, every minute of every hour for 72 hours experience. It was so bad, that she could have jumped from her three story building. If she had had a gun she would have killed herself and had thoughts of killing herself (event assessed as medically significant). She could not move and could not walk. It was unrelenting for 3 solid days and she could not walk and walking was painful. She did not eat or drink because she was too afraid to get up to get anything. She tried to elevate her knee but it was agonizing. Her knee and behind her knee built up with more fluid going down 3-4 inches to the back of my calf. The knee of the patient became stiff. She cried and screamed. It was complete torture. Burning to death would have been a luxury. Her knee felt like it was 175 degrees on the inside (onset date and latency: unknown). On an unknown date, after unknown latency, patient had hands disabled (event assessed as serious with seriousness criteria: disability) and can hardly write, coughed and said her throat. A month after getting the shot and she was 99.9% fine. Action taken: not applicable for all events. Corrective treatment: not reported for could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself, can hardly write, hands disabled, coughed and said her throat, knee and behind the knee built up with more fluid going down 3-4 inches to back of calf, walking was painful, coughed and said her throat, couldn't get around/could not move, couldn't walk/barely able to walk, knee felt like it was 175 degrees on the inside, did not eat or drink because too afraid to get up to get anything, knee was stiff, cried, screamed; none for rest of the events. Outcome: unknown for could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself, can hardly write, hands disabled, coughed and said her throat, knee and behind the knee built up with more fluid going down 3-4 inches to back of calf, couldn't walk /barely able to walk, knee was stiff, knee felt like it was 175 degrees on the inside, walking was painful did not eat or drink because too afraid to get up to get anything, cried, screamed; not applicable for instructions say to remove effusion from the knee but the doctor didn't do that; recovering for couldn't get around/could not move, recovered for other events. A product technical complaint was initiated for hylan g-f 20, sodium hyaluronate (synvisc one) (lot: unknown) on 09-sep-2019 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation completion date was 09-sep-2019. Additional information was received on 09-sep-2019. Global ptc number and ptc results were received and text was amended accordingly. Additional information received on 25-sep-2019 from patient. Events of could have jumped from my three story building/if had a gun would have killed myself/thoughts of killing myself, walking was painful, knee felt like it was 175 degrees, can hardly write, hands disabled, coughed and said her throat, knee and behind the knee built up with more fluid going down 3-4 inches to back of calf, knee was stiff, did not eat or drink because too afraid to get up to get anything added. Verbatim of events excruciating pain/ pain behing knee/ burning to death and shot 97 times would be a breeze after suffering the pain she felt/tried to elevate knee, it was agonizing, couldn't walk/walking was painful/barely able to walk, couldn't get around/could not move updated. Medical history of nerve damage that had in left knee from a tumor in my spine, tumor in spine, had a cane from previous nerve damage and surgery added. Clinical course updated and text amended accordingly.